Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose level rose to 28.7 mmol/l (516.6 mg/dl) while wearing the pod between 1 and 4 hours on the abdomen. In addition, the patient¿s ketone level was high at 1.4 mmol/l. The patient received an alert that the pod had switch to ¿automated delivery mode¿. It was reported that the pod¿s cannula had become ¿detached¿ and this was thought to be causing the high blood glucose levels. The reporter stated that the adhesive of the pod remained securely attached and that there was no insulin leaking for the pod. As treatment, a new pod was applied. Medical assistance was not required.